Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an electrogram revealed the patient¿s lead relayed noise as an event requiring antitachycardia pacing but, then, the antitachycardia pacing was not delivered. The patient was stable before, during and after the event.